Event description:
It was reported by the patient as a result of a legal claim that allegedly on (B)(6), 2011, the patient was implanted with an lfit v40 femoral head and accolade I stem. It is further alleged that the patient began to experience pain, was sent for blood work-up, had elevated blood ion levels and surgeon recommended a revision. The patient was revised on (B)(6), 2020. Update 11-oct-2022 mf: per received medical records: intraoperatively, a "collection of fluid typical in appearance for metallosis" and "mechanically assisted crevice corrosion" at the stem-head interface were observed. The acetabular insert was revised "in order to increase posterior exposure." The stem was not revised.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and corrosion/metallosis involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant sheet from the index surgery on (B)(6) 2011 confirms that the patient had an lfit cocr v40 femoral head implanted. The surgeon mentions in the indications section of his operative report that the patient had elevated serum metal ions. In the technique section he mentions that after the removal of the femoral head "typical blackened material consistent with mechanically assisted corrosion corrosion" was seen on the trunnion. The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis cannot be determined from this limited documentation." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated metal ion levels and corrosion/metallosis at the stem-head junction. A review of the provided medical information by a clinical consultant indicated: "the implant sheet from the index surgery on (B)(6) 2011 confirms that the patient had an lfit cocr v40 femoral head implanted. The surgeon mentions in the indications section of his operative report that the patient had elevated serum metal ions. In the technique section he mentions that after the removal of the femoral head "typical blackened material consistent with mechanically assisted corrosion corrosion" was seen on the trunnion. The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis cannot be determined from this limited documentation." Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported patient harm is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient as a result of a legal claim that allegedly on (B)(6) 2011, the patient was implanted with an lfit v40 femoral head and accolade I stem. It is further alleged that the patient began to experience pain, was sent for blood work-up, had elevated blood ion levels and surgeon recommended a revision. The patient was revised on (B)(6) 2020.